Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when both prostheses ruptured after implantation. Bilateral rupture was confirmed by a doctor¿s examination. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. Yellow material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on the anterior view that extended to the posterior view. A rent was discovered at the end of one of the creases extending to both views and measuring 7.8 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).